Event description:
Two smartez pumps (se0200-100, unk lot) containing zosyn 4.5 grams in 0.9% sodium chloride 100 mls are leaking at the filter. Pt continued to infuse, but neither pump completely infused. Pt discarded both pumps after disconnected.